Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21, off no power and battery out limit. Customer's blood glucose was 128 mg/dl. The customer was advised to insert new battery and monitor the pump. The customer also reported via phone call that the insulin pump alarm a17. Customer's blood glucose was 128 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to perform rewind process again. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced. The customer asked to send out the battery cap.